Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the probe could not cut during vitrectomy surgery. The surgery was completed after replacement of product with new one. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Two opened probes (1 with tip protector 1 without tip prorector) in pouches were received for the report. Sample 1 was visually inspected and found to be nonconforming with the probe needle bent. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for actuation and conforming for cut. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter is bent. Gouge marks observed at the bend area and one another location on the inner cutter. Sample 2 was visually inspected and found to be conforming. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both functional tests. The probe was disassembled and the components inspected. The o-rings, spacer and diaphragm are all intact. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The complaint evaluation does not confirm the cut failure but indicates sample 1 had an actuation failure. The most likely cause for the actuation failure is from the bent needle. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. The exact root cause of the bent needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. The root cause of the reported event could not be determined for sample 2 as the returned sample was conforming for all visual and functional testing. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as an exact root cause for an actuation failure, bent needle and the bent inner cutter could not be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product lot updated to unknown. The manufacturer internal reference number is: (B)(4).